Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to a corrosion on the ECG dome in ECG "c". The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of a monitor which was returned for investigation into an unrelated issue, a reportable malfunction was found. Electrode belt sn (B)(4) failed incoming functional testing.